Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the lead safety switch (lss) triggered for the right ventricular (rv) lead switching it to unipolar configuration. The lss was due to high out of range pacing impedance measurements on the rv lead and pacemaker. Noise was also seen on the rv channel, however it was unable to be reproduced with isometrics. An x-ray was taken which revealed that the lead was not fully inserted into the header of the pacemaker. A few weeks later the patient underwent a revision procedure where the rv lead was re-inserted into the header of the device. Both the device and lead remain in service. No additional adverse patient effects were reported.